Event description:
(B)(6) -the dealer reported that the bed22-1633 homecare bed was sagging in the middle of one side of the unit, although the patient was within the weight limit specification for this bed. There was no patient injury reported.